Event description:
It was reported that the customer experienced a low blood glucose (bg) level of <50mg/dl. Low bg cause was not known. Customer consumed carbohydrates to address bg. Reportedly customer lost consciousness and ems was called and provided glucose tablets, juice and gelatin. Recommendation was made to consult with a healthcare provider to discuss diabetes management.